Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, on the third inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded and there was blood in the balloon and shaft. Analysis of the tip, balloon (and markerbands), inner/outer shaft included microscopic and visual inspection. Inspection revealed a pinhole in the balloon material that was 8mm proximal from the distal markerband, and there were numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect. The reported balloon rupture was confirmed.

Event description:
It was reported that balloon rupture occurred. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, on the third inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.